Event description:
It was reported that (1) 355ld was used during a thoracoscopic sympathectomy procedure. It was reported that the surgeon had to switch to the bladed trocar. Rep was told that in this procedure the pt had a pneumothorax because of a lung laceration with the insertion of a bladed trocar.